Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the trunk cable and cable connecting the distribution node (dn) and ECG electrodes c and d were pulled which damaged the j702 and j704 connectors inside the distribution node. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is damaged j702 and j704 connectors is excessive force placed on the cables. The source of the excessive force cannot be positively determined. No adverse event resulted form the damaged cables and connectors. The pt received a replacement electrode belt.